Event description:
It was reported by the physician that the patient arrived from ems with proximal tibia io already in place, difficult airway, intubated, CPR in progress (unsure how long patient was down) did achieve rosc. Alternative IV access was obtained, estimated 500ml infused into proximal tibia, no other reported assess of io (however emergency department nurse manager claims one of her nurses in the emergency department caught the extravasation). The patient was transferred to the intensive care unit reported needing fasciotomy by orthopedic surgeon. Ems was called for altered mental status and possible ugib. He was found unresponsive by a family member and ems was called. Upon ems arrival, the patient had a gcs6, bradycardia, and evidence of coffee ground emesis. An io was placed in the right tibia on the first attempt by the ems provider and approximately 300cc of lactated ringers was infused by ems. The patient was transported to the emergency department where a peripheral IV was established and fluids were discontinued from the io. Upon transfer to the ICU, the emergency department nurse noted a change in appearance of the patient's right foot. Orthopedics was consulted, who measured increased compartment pressures (100 mmhg anterior, 16 mmhg lateral, 56 mmhg deep posterior, and 64 mmhg superficial posterior). Emergent fasciotomies were performed for the 4 compartments and the pressures normalized. The patient was diagnosed with shock, acute renal failure, rhabdomyolysis, respiratory failure, and compartment syndrome (rle). It is unknown how often the site was checked. The event occurred in the first few hours after insertion of io by ems. The problem was first discovered upon arrival at the ICU. They do not know if any other complications occurred due to this incident. The patient is to follow up with orthopedics after discharge. It was noted the ez-io stabilizer was not used by ems. It was secured as if an impaled object.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.